Event description:
It was reported the bronchofibervideoscope's distal end had a little plastic tip that broke off. The issue occurred during reprocessing. There was no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.